Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. The investigation has been completed. Duplication testing was performed and no failure was identified related to the reported low blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose was 50 mg/dl; cause was unknown. Juice was consumed to treat bg. Reportedly, the customer had an alternate method of insulin delivery available.